Event description:
Customer reported an issue with the vseries spo2 module, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Product will be returned to mindray for review.